Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: the problem was confirmed, as the homechoice was reported to have been improperly set. The root cause was determined to be a use error. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. A service history review revealed that no issues that may have contributed to the reported condition.

Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use. The home patient (hp) stated that he was out of town using a hospital's machine. He stated that his therapy ended hours too early. The baxter technical service representative (tsr) reviewed the therapy settings on the machine and they were not set for the patient. The tsr advised the hp to contact the registered nurse (rn) for his personal settings. The hp would perform manual therapy that night. The hp would contact the rn and call back the tsr to assist in entering his therapy settings. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.